Manufacturer narrative:
Section d10 returned to manufacturer on, of the initial medwatch report indicates: blank section d10 returned to manufacturer on, of the initial medwatch report should indicate: 02/20/2019.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. The customer advised that the device would boot to the self-test in progress screen, but would not complete the boot cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer declined to have their device repaired and the device was returned unrepaired to them. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device would not complete a boot cycle. The customer advised that the device would boot to the self-test in progress screen, but would not complete the boot cycle. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.